Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled device upgrade procedure on (B)(6) 2020. During the procedure, the physician questioned the integrity of the right atrial lead insulation and decided to extract and replace it with a new right atrial lead. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.